Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle lite meter was reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer¿s adc blood glucose meter did not give any results after the blood sample was applied. As a result, the customer was unable to monitor his blood glucose and went into a diabetic coma. The ambulance was called and upon arrival, a blood glucose result of ¿50¿ was obtained and the customer was administered an unspecified IV and insulin (type/dose unknown) for the diagnosis of hypoglycemia. Note; the treatment of insulin is inconsistent with the diagnosis. There was no report of death or permanent injury associated with this event.